Event description:
It was reported that this pacemaker exhibited functional loss of capture (loc). Technical services (ts) was consulted and explained the device right atrial (ra) impedance decreased but remains within normal limits; flat histograms were noted. This patient experienced an underlying atrial asystole. The patient experienced an accelerated junctional rhythm. The accelerated junctional rhythm repeatedly activates the ventricle before the device can deliver sensor-driven atrial pacing, causing variable av timing and ventricular pacing to fall into refractory myocardium, producing functional, non-capture. The device remains in service. No adverse patient effects were reported.